Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a malfunction code. Tandem technical support assisted the customer with clearing the code. The customer's blood glucose (bg) level was 342 mg/dl and a corrective bolus was delivered to address the bg level.